Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted that green fluid drained on the bed sheets. It was undetermined if the green fluid was related to moisture in the system controller or if the driveline leaked internal fluid into the system controller. The patient noted that the shower bag was used appropriately. The old shower bag was disposed of, and the patient was given a new one. The patient was asymptomatic. The equipment was inspected. The driveline was intact with the rescue tape and reinforcement tubing also intact. There was an area with loose rescue tape that was reinforced. The driveline had nicks in the outer coating. A small amount of leaked green fluid was found around the white patient cable connection. The system controller was exchanged. The driveline was removed during the exchange, and it was covered in a thin layer of green fluid. The driveline was cleaned with gauze before it was placed in the system controller. The pump restarted with no issue. The patient was asymptomatic, and the exchange was completed without any incidence. Related manufacturer reference number: 2916596-2024-00676 (system controller pcx-20354)

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of fluid ingress from the driveline and superficial damage to its outer jacket could not be confirmed as no photos of the driveline were provided by the account and no product is available for investigation. Although a specific cause for the events could not be conclusively determined through this evaluation, they did not appear to have contributed to an electrical issue. The log file retrieved from the returned system controller captured the pump operating as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate ii lvas patient handbook rev. C are currently available. Several sections of the IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and the patient handbook state that although the external components of the heartmate ii lvas are moisture-resistant, they are not waterproof. The IFU and the patient handbook instruct the user to take care to protect external system components from water or moisture - outside in heavy rain or snow, and always for every shower. These documents further state to never submerge the driveline or other system components in water or liquid. The patient handbook further instructs patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.